Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 2oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touchscreen was almost completely inoperative. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19dec2018; date of manufacturer: 19dec2018. The philips product support engineer (pse) troubleshot the issue with the customer over the phone. The customer was advised to replace the touchscreen assembly. Multiple attempts have been made to try to obtain information, however, no response was received from the customer. No part(s) were returned to philips failure investigation; therefore, the root cause of the reported issue could not be determined.